Event description:
Note: this report pertains to one of two trapezoid rx baskets used in the same procedure. It was reported to boston scientific corporation that two trapezoid rx lithotripter baskets were used in a lithotripsy procedure performed on (B)(6) 2022. During the procedure, a trapezoid basket was used in conjunction with an alliance handle in an attempt to crush a stone. However, the thumb ring broke. Another trapezoid rx basket was used with the alliance handle; however, the same issue occurred. The procedure was completed with the third trapezoid basket. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).